Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple insulin occlusion alarms on the ilet while using steel infusion sets, including one during a meal announcement, with resolution only after changing all supplies; drops were observed during fill tubing, and the user noted a large air bubble in the cartridge. Symptoms included hyperglycemia with a reported maximum of 302 mg/dl lasting about 3 hours, without loss of consciousness, dizziness, or other acute complications. Outcomes included interruption of therapy and need for troubleshooting and supply replacement, without hospitalization or professional medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that insulin delivery was impeded at the infusion set level and resolved after replacement of the infusion set and supplies. It was concluded that the event was related to an infusion set occlusion that resolved with supply change.